Event description:
It was reported that a subcutaneous implantable defibrillator (s-ICD) replacement procedure, the field representative noted that a prematurely depleting battery alert was received upon interrogation. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device data was also forwarded to technical services and it was determined that 60 days of battery longevity remaining prior to the explant procedure. This device is expected to be returned for analysis, but has not yet been received.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that a subcutaneous implantable defibrillator (s-ICD) replacement procedure, the field representative noted that a prematurely depleting battery alert was received upon interrogation. The s-ICD was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. This device data was also forwarded to technical services and it was determined that 60 days of battery longevity remaining prior to the explant procedure. This device was received for analysis.